Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving a protege everflex, issues were encountered. The stent dislodged during sheath removal, and resistance was encountered when advancing the device. Additionally, the stent could not be opened and deployed, necessitating replacement with another manufacturer's stent. The procedure was conducted on the superficial femoral artery, specifically at the proximal location, with a calcified target lesion exhibiting moderate tortuosity and little calcification. The procedure was completed by replacing the stent with one from another manufacturer.

Manufacturer narrative:
Product analysis the device was returned with the locking mechanism was loosened, the stent was confirmed as 200mm from the strain relief, a gap was noted at the distal end of the device, the deployment paddles are approximately 220mm apart and a bend was observed on the stainless steel push rod, the device flushed by the back hub only, a 0.035¿ guidewire was able to advance through the device, the device was loaded into a deployment fixture, and the stent was unable to be deployed with a maximum peak force of 5.50lbs. The distal inner assembly was cut just proximal to the stent retainer to allow further testing. A set of witness marks were noted on the stainless steel hypotube approximately 28mm and 30mm from the distal end of the stainless steel hypotube; indicating that the safety locking pin was properly tightened during manufacturing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.